Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Manufacturer narrative:
Follow-up # 1 (06/07/2011)-device evaluation: the lay user/patient's meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter passed all testing with no faults found. The retain test strips also passed all testing. The lay user/patient returned test strips that were not involved with the complaint, the test strips were evaluated by product analysis on (B)(6), 2011 and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately high compared to feeling/normal result(s). The medical surveillance specialist (mss) spoke to the lay user/patient for follow-up questions on (B)(6) 2011 and obtained/verified the following information. The patient informed the mss that his testing frequency is 4-5 times daily and manages his diabetes with novolog insulin based on his glucose readings. The patient reported the alleged issue began between (B)(6) 2011 and (B)(6) 2011 at 9:00am. The patient reported blood glucose readings of "500, 539, 290, 436, and 322 mg/dl" with the subject meter. Due to the alleged issue, the patient confirmed he administered 40-50 units of insulin. The patient confirmed 40 minutes after the alleged issue began, he developed symptoms of sweating and shaking; which he associated as low blood sugar symptoms. In response to his symptoms, the patient stated he treated himself with food (not specified). Approximately 40-50 minutes after the treatment, the patient confirmed he felt better. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly; however the patient did not have the control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.